Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement (MFR report # 3006705815-2019-01328), the lead was inadvertently fractured. In turn, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported during a procedure to replace an ipg (related manufacturer reference number 3006705815-2019-01328), the lead was found to have migrated out of the epidural space. Additionally, the physician unintentionally cut the lead. The physician then explanted and replaced the cut lead. Postoperatively, the patient is reportedly receiving effective therapy.